Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403000 / 9391500) was impeded in the distal end of the concomitant microcatheter (unspecified competitor brand) and could not pass through the microcatheter. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure which was reportedly prolonged by 10 minutes. There was no report of any negative impact on the patient. On 15-oct-2025, additional information was received. Per the information, the procedure was targeting an aneurysm on the c6 segment of the internal carotid artery (ica). There was resistance during the ¿pushing process of the microcatheter, the stent suddenly cannot continue to push or retract.¿ an adequate continuous flush had been maintained through the microcatheter. When the stent was removed, it was no longer still not he delivery wire. The stent component was stuck in the microcatheter and could not be removed. No damage was noted on the microcatheter. The information confirmed there was no negative patient impact, and the reported 10-minute procedure extension was not considered to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9391500. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10-nov-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. The delivery wire was fractured at the distal end of the proximal coil. The stent component was detached inside the proximal end of the concomitant microcatheter. The stent component was retrieved, and it was inspected under the microscope. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The issue reported regarding the stent being detached in the microcatheter is confirmed. Although in order to perform a functional test for impeded conditions, the stent must be attached to the delivery wire and inside the introducer, the issue reported regarding the impeded condition of the stent is confirmed based on the fractured condition of the delivery wire. This damage suggests that excessive push / pull force may have been inadvertently applied resulting in the detached stent and the fractured delivery wire; however, this remains speculative. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9391500. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. If resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.